Event description:
It was reported by the dr.'s office that they saw flames coming out of the sterilizer. There were no injuries or property damage reported. This sterilizer has been taken out of service and returned to co's facility for evaluation.